Event description:
Information was received indicating that during testing, prior to setup, a smiths medical level 1 hotline® 3 blood and fluid warmer was leaking water. It was reported that the leaking was observed on the bottom. Per reporter there was no patient involvement.

Manufacturer narrative:
Additional information: h6, h10. One fluid warming level 1 hotline low flow systems pump was returned for analysis. Visual inspection performed, and product found with cracked and leaking water tank. Wear and tear damaged enclosure, front cover, line cord, pole clamp, and block assembly. Visual inspection and functional testing were performed by filling a tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer's reported problem was confirmed. According to the investigation, cracked water tank was the cause of the reported problem. Service's replaced the pump water tank to correct the reported problem. Service also replaced: enclosure, tank cover, front cover, line cord, pole clamp, block assembly, and reflux plug. Also upgraded the pcb, power switch, and retainer and performed a pm and the pump passed.